Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient was in the intensive care unit (ICU) due to a fall and sustained an injury. The healthcare provider (hcp) stated that this was not related to the pump, but the patient was having new pain due to this injury, and they want to increase the pump dose. Caller stated that the patient had magnetic resonance imaging (MRI). The hcp confirmed that the pump restarted. They wanted to increase the pump rate but wanted to confirm that it would be okay after the pump has restarted post MRI. The technical service (ts) explained that the pump infuses normally after motor stall recovery and could be increased to the desired rate. They reviewed all the pump functions and resume normally post MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.